Event description:
It was reported that during a laparoscopic gastrointestinal surgery, three suture needles and threads separated after the suture was taken out and before suturing. To complete the procedure, a suture from a different manufacturer was used to continue suturing. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
D10 concomitant product: cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot#: a5d1882y) cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot#: a5d1882y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.